Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not followed up regarding revision surgery. The recipient remains implanted and is still using the device. This is the final report.

Event description:
The recipient reportedly is experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.